Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, a diabetes educator contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter was reading inaccurately high. The medical surveillance spoke with the reporter and patient's son on june 30, 2010 and obtained the following information. The diabetes educator reported that the patient was admitted into the hospital after being involved in a motor vehicle accident on the evening of (B)(6) 2010. On the afternoon of (B)(6) 2010, the reporter stated that the patient's blood glucose was tested twice (at 12:24pm and 12:30pm) and obtained readings of "259 and 251 mg/dl" with the subject meter and results of "81 and 117 mg/dl" on a hospital meter, performed just a few minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The reporter stated that when the patient arrived to the emergency room she was hypoglycemic. It was noted that the patient obtained blood glucose readings below "46 mg/dl" on a laboratory instrument. The reporter confirmed that the patient received treatment for a low blood glucose. In addition, the reporter indicated that the patient felt she had been obtaining inaccurate results with the subject meter prior to the accident. The patient's son informed the mss that his mother crashed into a pole after having a hypoglycemic reaction. The patient's son confirmed that his mother is on an insulin pump. The patient's son believes that the patient had bolused an unspecified amount of insulin based on a result obtained with the subject meter prior to the accident. However, he did not know when the patient had last tested with the subject meter or what result was obtained prior to the incident. The patient's son reported that while the patient was hospitalized, they found out her hemoglobin was below 10 and had to have several blood transfusions. The patient's son stated that he was told by his mother's physicians that the inaccurate high results were as a result of this condition. The patient's son was unable to confirm if the patient's hematocrit was below 30% . Per the onetouch ultralink owner's booklet, hematocrit levels less than 30% or greater than 55% may result in inaccurate blood glucose readings. At the time of troubleshooting, the cca walked the reporter through control solution test with the subject meter and test strips. The control solution result fell within the specified range. The reporter informed the mss that she also ran a control solution test using a new vial of test strips and that result also fell within the specified range. This complaint is being reported because it was alleged that the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.